Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left anterior descending coronary artery that is 90% stenosed. The lesion was pre-dilated with a 2x12mm trek balloon. A 2.75x28mm xience alpine drug-eluting stent (des) was deployed at 12 atmospheres (atm) and the post dilated with a 2.75x12mm nc trek balloon at 14 atm when an edge dissection was noted at the distal edge of the stent. A 2.5x15mm xience alpine des was used to complete the procedure.